Event description:
It was reported that during an acl reconstruction the screw got broken inside the patient's anatomy, all the broken pieces were removed. No patient injuries or significant delay reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
One 11x30mm biorci ha screw was returned for evaluation. Visual assessment of the screw could not confirm the reported breakage as the screw is intact. Dimensional assessment of the screw confirmed it met print specifications.

Event description:
It was reported that during an acl reconstruction the screw got broken inside the patient's anatomy, all the broken pieces were removed. No patient injuries or delay reported. Back-up device was available to complete the surgery.